Event description:
Catheter fragmented when dr. Grasped tip to insert into ureter during an open bladder procedure. There was no injury to the patient and no further complications reported. Prod. Pkg. In 1971 and was the subject of two recalls. Acct. Was sent recall info and rep was notified to check inventory.